Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 500 mg/dl and 140 mg/dl; 300 mg/dl and 135 mg/dl. The comparisons were obtained at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.